Event description:
It was reported to boston scientific that upon inspecting a five pack of hydrothermablator procedure sets, that 3 of the 5 kits seemed to have an issue with the package sterility, specifically that there were sterility issues with the peel pack. They proceeded with a successful case. This report is for kit 3 of 3. Kits 1 and 2 of 3 may be referenced in MDR 3005099803-2008-3095 and 3005099803-2008-3092 respectively.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined. This report is for kit 3 of 3. Kits 1 and 2 of 3 may be referenced in MDR 3005099803-2008-3095 and 3005099803-2008-3092 respectively.